Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the multiple orders were not crossing at multiple stations. A technical support specialist dialed into the carefusion care coordination engine (cce) and found out that the uptime was 91 days and the services were running. The tss traced messages, adt (admit, discharge and transfer), order messages were crossing with current timestamp and found no stuck queue to es server. The tss stated that the orders were working as intended and confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server multiple orders were not crossing over the customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.